Event description:
This companion 2 driver was not supporting a patient. The customer reported that he plugged the companion 2 driver into ac power and turned the driver on. As soon as the companion 2 driver was completely booted up, the customer connected it to the patient simulator. After 35-40 seconds, the driver exhibited a "single compressor malfunction" alarm. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.